Manufacturer narrative:
E1: phone: (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
During an attempt to insert a stent in the biliary tract along the wireguide for ercp-biliary drainage, the sheath of the introducer has burst, what made it impossible to expand and insert the stent.